Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 400 mg/dl on the advantage system compared back to back with a result of 159 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A requested was made for the return of the suspect device and replacement product was sent. Reporter stated that she no longer had the strips and so no product will be returned for eval.